Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) is underway. The reported problem (won't power up monitor) was confirmed. Upon investigation the battery was unable to recharge or power up a monitor. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.

Event description:
As (B)(6) male pt called zoll customer support to report that his battery pack would not power up his monitor. The pt was issued a replacement battery pack.